Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
An abbott field service representative injured his back while repairing an alinity I processing module. The injury occurred when he had to force/change a motor pinion. Due to the back injury an x-ray was taken and the physician prescribed anti-inflammatory, pain medication and no work for 9 days. Additionally, the technician indicated he is supposed to start kinesitherapy.

Manufacturer narrative:
Further information obtained from the field service engineer (fse) indicated the injury was sustained when removing the "pinion gear" of the microparticle dispersion motor; a replacement of the motor was not required. To reach the motor, the fse was crouched low with arms stretched out and head turned, causing a strain to his arms and back. After adjusting the microparticle dispersion motor, the fse identified a broken reagent calibration wedge and installed a replacement. A review of the analyzer service history identified no additional tickets related to injuries or any further issues related to reagent transport errors. A review of similar complaints identified no additional complaints related to an injury associated with removal or replacement of the dispersion drive motor or associated with the dispersion drive rebuild kit. A review of tracking and trending data in the product monitoring review for alinity/architect systems found no other reports of injuries associated with the microparticle dispersion drive motor or the alinity I analyzer. Additionally, no trends were identified related to replacement of the dispersion drive rebuild kit. An assessment of the event was further performed which confirmed the location of the gear is deep into the instrument and below waist level. The evaluation found physical risk factors were present including: lifting and forceful movements; bending and twisting in awkward postures; and static postures. Literature has shown a correlation between these factors and low back injuries. Manufacturing documentation for the analyzer was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the issue, including warnings to use safe practices to avoid injury. No systemic issue or deficiency of the alinity I processing module was identified.